Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause "mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 165 mg/dl. The customer is also concerned with low blood glucose test result obtained of 46 mg/dl and with erratic blood glucose test results obtained of 68 and 104 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 106 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 165mg/dl (B)(6) 2017 08:24 am fasting:yes, the 46mg/dl (B)(6) 2017 07:41 am fasting:yes, the 130mg/dl (B)(6) 2017 02:36 pm fasting:yes, the 138mg/dl (B)(6) 2017 07:42 am fasting:yes, the 103mg/dl (B)(6) 2017 02:53 pm fasting:no, memory concerns:165 and 46 mg/dl.